Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen sensor for the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the manufacturer's foreign associate. The oxygen sensor was replaced in the field and suspect sensor will be returned to the manufacturer for further evaluation. Investigation is in process, but not yet complete.